Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e172001 captures the reportable event of abscess.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6), 2023. The patient started radiation therapy; he was planned for 28 treatments of 70 gy. On the patient's 12th treatment, the patient began experiencing rectal discomfort. The patient was placed on a medrol dosepak and given a prescription for bactrim. The patient went to the emergency room on (B)(6), 2023, with increased pain and difficulty with bowel movements. The patient's white cell count was 12,8. The computed tomography (CT) on (B)(6), 2023, showed hyper dense material seen in the prostate bed. Magnetic resonance imaging was performed on (B)(6), 2023, and showed a focal collection between the prostate and rectum consistent with an abscess. There is a moderate degree of surrounding infiltrative/inflammatory change with a mild degree of rectal wall thickening. The patient was on flagyl and ciprofloxacin. The patient's health state was unknown at the time of this report. No further information has been obtained despite good faith efforts.